Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5154648 received that states "ongoing symptoms of shortness of breath with minimal exertion then at rest and required sitting upright to sleep. Went to ER (emergency room) to evaluate symptoms and transferred from rural critical access hospital to larger facility with cardiology capability. Treated for heart failure/fluidoverload and stabilized, still requiring oxygen for home use as well as additional treatment forheart failure. Echocardiogram showed significant failure of the valve with stenosis andregurgitation. The cardiologist told us today about the recall of the trifecta gt tissue heart valvethat was implanted here at the same hospital (B)(6) 2018. The hospital is (B)(6) hospital; the implanting physician (B)(6), and the serial number for the device:(B)(6) model # tfgt-23a. Patient (B)(6), dob (B)(6) 1957. We never received any notification about the recall or any information about how this device's failure would adversely affect (B)(6) life and well-being. This is very frustrating. He has been disabled due to a complication from a prior chest surgery so the gradual deterioration of the heart valve was not as obvious as it would have been in an active person. We would have sought treatment much sooner if we had known about the product failure! Elevated bnp over 640 due to fluid overload with elevated hs troponin of 44 & 45 due to myocardial stress from the fluid overload, new requirement for oxygen (sat in low 80's on room air) significant dyspnea w/ audible wheezing with minimal exertion and orthopnea. Required hospitalization, cardiology consult and IV diuretics to relieve fluid overload. (B)(6) is diabetic and the stress has caused a previously well controlled blood glucose to become elevated further stressing his kidneys." It was reported that on an unknown date, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On a later date, the patient began experiencing shortness of breath with minimal exertion. The patient went to the emergency department and was admitted to the hospital. The patient was treated for heart failure as well as fluid overload. The patient required oxygen for home use. Echocardiogram showed significant failure of the valve with stenosis and regurgitation. The patient's brain natriuretic peptide (bnp) was over 640 due to fluid overload, and troponin was 44-45 due to myocardial stress. The patient experienced significant dyspnea with audible wheezing with minimal exertion and orthopnea. Intravenous (IV) diuretics were administered to relieve the fluid overload. The patient also had stress on kidneys due to elevated blood glucose.

Manufacturer narrative:
An event of a patient experiencing shortness of breath with minimal exertion was reported. Information from the field indicated that echocardiogram showed significant failure of the valve with stenosis and regurgitation. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
User facility medwatch report mw5154648 received that states "ongoing symptoms of shortness of breath with minimal exertion then at rest and required sitting upright to sleep. Went to ER (emergency room) to evaluate symptoms and transferred from rural critical access hospital to larger facility with cardiology capability. Treated for heart failure/fluidoverload and stabilized, still requiring oxygen for home use as well as additional treatment forheart failure. Echocardiogram showed significant failure of the valve with stenosis andregurgitation. The cardiologist told us today about the recall of the trifecta gt tissue heart valvethat was implanted here at the same hospital (B)(6) 2018. The hospital is (B)(6) hospital; the implanting physician (B)(6), and the serial number for the device: (B)(6) model # tfgt-23a. Patient (B)(6), dob (B)(6) 1957. We never received any notification about the recall or any information about how this device's failure would adversely affect (B)(6) life and well-being. This is very frustrating. He has been disabled due to a complication from a prior chest surgery so the gradual deterioration of the heart valve was not as obvious as it would have been in an active person. We would have sought treatment much sooner if we had known about the product failure! Elevated bnp over 640 due to fluid overload with elevated hs troponin of 44 & 45 due to myocardial stress from the fluid overload, new requirement for oxygen (sat in low 80's on room air) significant dyspnea w/ audible wheezing with minimal exertion and orthopnea. Required hospitalization, cardiology consult and IV diuretics to relieve fluid overload. (B)(6) is diabetic and the stress has caused a previously well controlled blood glucose to become elevated further stressing his kidneys." It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On a later date, the patient began experiencing shortness of breath with minimal exertion. The patient went to the emergency department and was admitted to the hospital. The patient was treated for heart failure as well as fluid overload. The patient required oxygen for home use. Echocardiogram showed significant failure of the valve with stenosis and regurgitation. The patient's brain natriuretic peptide (bnp) was over 640 due to fluid overload, and troponin was 44-45 due to myocardial stress. The patient experienced significant dyspnea with audible wheezing with minimal exertion and orthopnea. Intravenous (IV) diuretics were administered to relieve the fluid overload. The patient also had stress on kidneys due to elevated blood glucose.